Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. No root cause can be determined at this time. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, eight patients have glistenings on their lenses. There has been no impact on visual acuity or visual acuity function. Additional information has been requested.